Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a spinal surgery using rhbmp-2/acs. Post-op, the patient reportedly has "eight of the symptoms" including lower back pain, sharp pain in upper groin, labored breathing, constant shakes of the hands, runny nose and vomiting clear fluids, lack of sleep, depressed, headaches with buzzing in his ears making him dizzy. No additional information has been provided.

Event description:
It was reported that the patient presented with to surgery with lumbar canal stenosis of l5-s1. Patient had a grade 2 listhesis l5 over s1 which appeared to be nondynamic in nature. The patient underwent a procedure for plif of l5-s1 with lumbar decompression, allograft, bmp, and local bone graft. There were no noted complications at the time of the procedure.